Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter e-mail: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to detect upstream occlusion during heparin therapy. The patient was on high dose of heparin and even though the pump appeared to be functioning, none of the medication had gone into the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information/correction b5: it was reported that a spectrum iq infusion pump failed to detect an upstream occlusion during patient infusion of heparin. The patient was on a very high dose of heparin and the nurse noticed that the bag was not decreasing. Upon investigation the nurse noted the blue key/slide clamp was clamped and had been clamped for approximately 20 hours. The pump never alarmed upstream occlusion and appeared to be functioning; there was even a count for volume infused though none had actually gone into the patient. It was reported that the patient did not receive any, or minimal, heparin and the patient's heparin blood level was not therapeutic which increased the risk of developing blood clots. The patient received blood draws every 6 hours during the time the infusion was clamped as part of their standard testing while on heparin. When the issue was discovered, the process had to start all over again which subjected the patient to even more lab draws until the heparin was titrated to a therapeutic blood level. In 20 hours, the patient was titrated up from 12 units/kg/hr (7.7ml/hr) to the max 28 units/kg/hr (17.9ml/hr) due to subtherapeutic blood levels. No further information was provided. Additional information: b1, b2. Correction: d4, e1, h1. Correction f10/h6: health effect - clinical codes. Correction f10/h6: health effect - impact codes. Should additional relevant information become available, a supplemental report will be submitted.